Event description:
The caster is too big and when it turns, it is allegedly causing damage to the users ankle. The front riggings are not in use and the user is foot propelling. The consumer will be ordering smaller casters from the dealer. Injury is alleged.